Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. The customer did not know how the pump time became inaccurate. Customer's blood glucose level was 289 mg/dl. Tandem technical support guided the customer through adjusting the pump time.